Event description:
During the pulsed field ablation atrial fibrillation procedure, there was a procedural delay due to a generator issue. When starting the ablation, the capacitors were charged and pfa was applied as normal to the left veins. However, when moving to the lower right vein, two successful applications were applied, but on the third an error message appeared. The error message said "pfa generator fault" and "electrical short circuit in therapy pathway detected." The guidewire was checked and it was not touching any electrode, the balloon was repositioned and pulled slightly back, and the pfa was applied again, but the same error message appeared. "Hardware check failed" also appeared. The current generator was restarted, but when trying to open a case, it was not able to be opened. The generator was restarted several times, the case connected to the ensite x system and in standalone mode was opened, the generator was restarted with nothing connected, then the generator restarted with just the power supply connected, the power supply was plugged into different outlets, and the ensite x system was restarted, but the issue persisted. In total, the current generator was restarted around 15 times, but the issue was never resolved. The procedure was completed using an advisor hd catheter and tactiflex to isolate the right pv. There were no adverse consequences to the patient.